Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the patient end and the non-patient end needle of a bd¿ pen needle was broken frequently. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Thirty nine sealed and one opened 32g x 4mm pen needle samples along with four photos were returned from lot. No. 7109994, cat. No. 320136. Visual examination of returned samples and photos was carried out and it was observed that the non-patient end of the cannula was broken on the opened sample, no issues were observed with the patient end of the cannula. No issues were observed on the 39 sealed samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.